Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported red heart alarms were confirmed during analysis. During functional testing, movement of the black power lead at the connector end resulted in low voltage, red heart and yellow battery alarms while connected to a power module. Upon further eval, the black power lead was found to have a compromised brown conductor (battery fuel gauge line) at the connector end. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customer. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced intermittent red heart alarms. The pt had a clam shell repair on his driveline; however, it did not resolve the alarms. The system controller was then exchanged and the alarms were resolved. The pt remains ongoing.